Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 46 year-old female patient who had essure inserted (lot no. 901325) for female sterilisation. The patient had a medical history of parity 3, multi gravida, latex allergy, urticaria drug-induced, uti (last one 2001), migraine and anemia. Previously administered products included: depo-provera. Concurrent conditions were listed as smoker (smokes less than 1 pack per day for 30 years. Occasionally. Denies alcohol), uterine fibroid and menometrorrhagia. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2022, 3914 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery by hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery: no. Follow-up (02/may/2023): discrepancy noted in implant date of essure: (B)(6) 2012. There were 4 coils protruding into the uterine cavity from the right tube and 3 coils from the left tube. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2012: bilateral tubal occlusion [pathology test] on (B)(6) 2022: final diagnosis: cervix, hysterectomy: focal squamous metaplasia. Multiple nabothian cysts. Minimal chronic cervicitis. Uterus, hysterectomy: weakly proliferative endometrium. Adenomyosis with focal intramural adenomyoma. Focal intramural leiomyoma (0.5 cm). Fallopian tubes, bilateral-detached and undesignated, hysterectomy: small paratubal cysts. Clinical information: menometrorrhagia, uterine fibroid. Specimen site: uterus with tube(s) gross description: "uterus, cervix, fallopian tubes", is a 108.0 g intact hysterectomy specimen with attached cervix (3.3 cm in length by 3.5 cm in diameter). Uterus measurements are 3.2 cm cornu to cornu; 9.4 cm fundus to cervix and 4.1 cm anterior to posterior. The serosal surface is glistening tan-pink to focally purple. The cervix is dusky smooth gray to purple-focally pale yellow (measuring 3.5 x 3.0 x 1.4). [Pregnancy test urine] on (B)(6) 2012: negative [ultrasound scan] on (B)(6) 2022: pelvic examination vaginal probe ultrasound confirmed a large uterus with fibroid. Uterus size about 1314 with multiple fibroid. She is not candidate for birth control pills or any hormonal manipulation. Recommended to the patient and she is except to have a total laparoscopic hysterectomy and cystoscopy and this is would be scheduled for her at her convenience. Limited vaginal probe pelvic ultrasound shows the bladder (s normal the uterus is enlarged about 13/ 14 weeks with the multiple fibroid mildly tender on maxillary plating the probes both. The most recent follow-up information incorporated above includes data received on: 03-sep-2023: reporter details added and patient lmp and medical history added , pathology test added , product lot number added and rcc added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 46 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2022, 3621 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery: no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 10-mar-2023: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 46 year-old female patient who had essure inserted (lot no. 901325) for female sterilisation. The patient had a medical history of parity 3, multi gravida, latex allergy, urticaria drug-induced, uti (last one 2001), migraine and anemia. Occasionally uses / denies alcohol. Previously administered products included: depo-provera. Concurrent conditions were listed as smoker (smokes less than 1 pack per day for 30 years- ), uterine fibroid and menometrorrhagia. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2022, 3914 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery by hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery: no. Follow-up (02/may/2023): discrepancy noted in implant date of essure: (B)(6) 2012. There were 4 coils protruding into the uterine cavity from the right tube and 3 coils from the left tube. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2012: bilateral tubal occlusion. [Pathology test] on (B)(6) 2022: final diagnosis: cervix, hysterectomy: focal squamous metaplasia. Multiple nabothian cysts. Minimal chronic cervicitis. Uterus, hysterectomy: weakly proliferative endometrium. Adenomyosis with focal intramural adenomyoma. Focal intramural leiomyoma (0.5 cm). Fallopian tubes, bilateral-detached and undesignated, hysterectomy: small paratubal cysts. Clinical information: menometrorrhagia, uterine fibroid. Specimen site: uterus with tube(s) gross description: "uterus, cervix, fallopian tubes", is a 108.0 g intact hysterectomy specimen with attached cervix (3.3 cm in length by 3.5 cm in diameter). Uterus measurements are 3.2 cm cornu to cornu; 9.4 cm fundus to cervix and 4.1 cm anterior to posterior. The serosal surface is glistening tan-pink to focally purple. The cervix is dusky smooth gray to purple-focally pale yellow (measuring 3.5 x 3.0 x 1.4). [Pregnancy test urine] on (B)(6) 2012: negative. [Ultrasound scan] on (B)(6) 2022: pelvic examination vaginal probe ultrasound confirmed a large uterus with fibroid uterus size about 1314 with multiple fibroid. She is not candidate for birth control pills or any hormonal manipulation. Recommended to the patient and she is except to have a total laparoscopic hysterectomy and cystoscopy and this is would be scheduled for her at her convenience. Limited vaginal probe pelvic ultrasound shows the bladder (s normal the uterus is enlarged about 13/ 14 weeks with the multiple fibroid mildly tender on maxillary plating the probes both. Lot number: 901325, manufacture date: 2011-09, expiration date: 2014-09. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 19-oct-2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 46 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2022, 3621 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery ). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery: no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.